Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation experienced a no audio condition on all volume/tone settings confirming the customer's allegation. The speaker impedance was out of specification. The cause was found to be a failed speaker that had a broken speaker coil. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.